Manufacturer narrative:
The pump passed the displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. There were minor scratches on the lcd window, cracked case at the display window corner, cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states their blood glucose levels were over 400mg/dl. The customer's most current level was 286mg/dl. The customer states they treated the high with the pump. Troubleshoot was conducted. The customer declined to conduct the high pressure test. The customer requested to have the pump replaced. The customer was advised the pump would be replaced and returned for analysis.